Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 30 aug 2019. The customer troubleshot with technical support and could not locate the blower temperature error code in the ventilator's diagnostic report. The customer confirmed that the cooling fan was functioning correctly and the air inlet filter was clean. The blower temperature error could not be confirmed, so no service was rendered for this event. The fse (field service engineer) went on-site in order to evaluate the ventilator regarding the reported cracked top cover. The fse confirmed that the top enclosure was cracked, and also identified cracking on the front panel. These plastic enclosure parts may exhibit cracking and/or breakage when exposed to certain cleaning and/or disinfection agents. The fse replaced the top cover and the front bezel and the problem was resolved. The plastic parts were replaced under a field change order (fco) so the cracked/damaged parts are not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may201. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported blower temperature error and a cracked top cover. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.